Manufacturer narrative:
Per RMA, a new c-arm tracker cable was sent to site for replacement. Upon eval of the returned cable, it showed the cable was returned without the lemo connector shells. Otherwise, the cable does not appear to have any physical damage. The cable passed a continuity test with no opens or shorts detected.

Event description:
Site reported the c-arm tracker is not working as there is a break in the cable, site has tried various continuity of pins within the cable. Did not occur during surgery and no pt was present.